Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Summary device evaluation: the coil device was implanted in the patient. The delivery device was received and the investigation found the implant to be separated from the pusher with no signs of activation on the heater coil. The monofilament profiles a stretched tail shape at the tip which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. Without the returned of the implant, the investigation is unable to determine the cause of the reported complaint; therefore, the reported event is considered non-verifiable. The instructions for use (IFU) identifies difficult coil detachment and coil stretching as a potential complication associated with the use of the device.

Event description:
It was reported that the embolization coil was used in a stent-assisted coil embolization of an aneurysm. When deploying the coil, the physician determined the diameter of the coil was too large for the target site and attempted to withdraw the coil for replacement. However, the coil unintentionally became unraveled and detached when being pulled. An attempt to remove the coil using a snare failed as the coil was caught on the assist stent (from another manufacturer) and unable to be withdrawn. Therefore, the snare with the coil being hooked, was pulled back along with the microcatheter to stretch the coil out, and the coil was cut off. Since a portion of the coil remained at the site, another stent was placed to overlap and hold in place the remaining portion. Subsequently, the procedure was completed successfully. The physician commented that he pulled the coil swiftly with force when withdrawing the coil.